Manufacturer narrative:
Additional information received; it was reported that the difficulties were experienced on first advancing the applier through the guide before the implant of any endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the guide was returned for analysis. Deformation was visible to the inner curve of the guide tip. The tip deflected on rotation of the control knob. Material delamination was visible inside the tip. Deformation of the c-marker and braid wire was observed inside the tip. Fluoroscope imaging confirmed the c-marker has moved from its original position in the tip. The reported event was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was intended for use as an accessory device with a valiant navion stent graft as a prophylactic endovascular treatment.   It was reported that during the index procedure, the applier could not advance through the heli-fx guide, because the radiopaque band on the tip of guide had detached and was obstructing the guide lumen. An additional heli-fx guide was used to complete the procedure. The cause of the event is unknown. No clinical sequelae were reported and the patient is fine.